Event description:
Consumer reported when she went to remove the tampon after three to four hours, the inside of the pledget came out with the string and the outer cover remained partially inside her vaginal cavity. She was able to manually remove the pledget piece. The consumer previously reported the string pulled out of the tampon pledget; however, the string did not break or pull out. The string stayed intact with the inner part of the tampon. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
New information: b5: additional information from consumer. G7: follow-up 1. H2: follow-up type. H6: patient code.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that upon removal the string came off of a tampon leaving the tampon lodged inside her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.